Event description:
The customer reported the system had a precharge fail error message would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer canceled the service call.